Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not shown up to the application. A technical support specialist (tss) dialed into the station and placed the station database in suspect mode, then successfully backed up the database. The data synchronization and application logs were cross-checked and found to be down at the same time. A full synchronization was performed, and the backup task was executed with files saved under. Query was run to verify any retry errors. Knowledge article was applied to manually replace the database, followed by another full synchronization, and the user confirmed successful testing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mppcu9es user attempted to reboot the station. However, an error message appeared and stated, "you do not have the correct permission," preventing the application from proceeding. The device displayed only the windows screen. Another unexpected data error also occurred: cannot open database dsclientoltp. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.